Event description:
The original complaint for this particular issue stated that the frame was physically broken. On 10/30/08, we became aware that the particular failure mode experienced on this bed was the same experienced on the bed referenced in importer report 1824206-2008-03880. This failure mode has the possibility of causing unintended movement and could cause serious injury or death were it to reoccur, and therefore is being reported now.